Event description:
Healthcare professional reported right side "folds", "fluid" and "increase in the anteroposterior diameter". The device has been explanted.

Manufacturer narrative:
Photo analysis results: device photograph(s) for the device related to the reported event of visibility/palpability, crease folding of implant, pain, seroma-late, crease folding of implant, depression, anxiety-product/procedure, inflammation/irritation and granuloma was reviewed on 18-may-22. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed creases in the device. Observed red particles in the device device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, e.3, h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported right side "folds", "fluid" and "increase in the anteroposterior diameter". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, visibility/palpability.

Event description:
Healthcare professional reported right side "folds", "fluid" and "increase in the anteroposterior diameter". The device remains implanted.